Event description:
Medtronic received information through inspire study that site reported residual aneurysms (raymond roy class 3) that were noted in imaging performed during the 180-day follow-up and 1 year follow-up visit post index procedure. No improvement from class 3 raymond & roy noted immediately post deployment. There are currently no plans to retreat. An 1: the patient underwent embolization treatment of saccular aneurysm was located in the sidewall of the left internal carotid artery measuring 8 mmx6 mm 8 mmx6 mm(neck), parent artery diameter distal to aneurysm: 4.7 mm, parent artery diameter proximal to aneurysm: 4.2 mm. This aneurysm treated with one pipeline flex with shield technology. An: 2 the patient underwent embolization treatment of right saccular middle cerebral artery bifurcation branch measuring 10.5 mmx10.5 mmx4.0 mm, neck 6.0 mm landing zone distal 2.3 mm proximal 2.9 mm treated with one pipeline flex with shield technology. Aneurysm 1: parent artery stenosis 0-25% aneurysm 2: parent artery stenosis >50-75%. Patient (B)(6) from the inspire study was reported to have experienced ae0 pipeline device stenosis. 75% stenosis at the distal portion of the device in rmca.¿ assessed by sponsor to be related to study device. The site updated the event of stenosis as "recovered/resolved". In this case, the device opened but required the use of a guidewire to enhance or achieve improved device-wall apposition. The deployment procedure was completed with routine troubleshooting. Risk of serious injury or death is remote. Not reportable. Received additional information stating that site reported residual aneurysms (raymond roy class 3) in aneurysm #2. This was noted in dsa imaging performed on (B)(6) 2019 during 2 year follow-up visit post index procedure. No action has been taken place. Additional information received indicated the class 3 aneurysm non-occlusion was treated. Additional information received reported for aneurysm # 2: at right middle cerebral bifurcation corelab reported neck coverage not achieved and >25 to >50% stenosis at the 180-day follow-up imaging on (B)(6) 2018. Corelab reported neck coverage not achieved, occlusion status raymond & roy class 3, and >25 to 50% stenosis at the 1-yr follow-up imaging on (B)(6) 2018. However, corelab reported neck coverage achieved, class 1, and >25 to >50% stenosis at 2-year follow-up visit on (B)(6) 2019. For aneurysm #1: site reported neck coverage achieved and >50-75% stenosis at the 180-day follow-up imaging on (B)(6) 2018. Site reported neck coverage achieved and class 3 at 1-yr follow-up visit on (B)(6) 2018. Site has been queried for corelab finding of neck coverage not achieved and I shall provide the site response as an update. Additional information received reported the patient was recovered/outcome resolved on (B)(6) 2019. Site has denied corelab finding of incomplete neck coverage at the 180-day follow-up visit on (B)(6) 2018 and 1-yr follow up visit on (B)(6) 2019 with response ¿confirmed as complete¿.

Manufacturer narrative:
A separate report will be submitted regarding the second pipeline flex with shield device used in the case (model: ped2-325-16, lot: a445093). The event is reported at this time based on additional information received which triggered reassessment. The pipeline flex with shield device was not marketed in the us at the time of the event and did not meet criteria for reporting. The device has since been approved as marketed in the us. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: pertains to rr#: 2029214-2022-00579 regarding a pipeline flex with shield (model: ped2-500-20, lot: a396892). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information through inspire study that site reported residual aneurysms (raymond roy class 3) that were noted in imaging performed during the 180-day follow-up and 1 year follow-up visit post index procedure. No improvement from class 3 raymond roy noted immediately post deployment. There are currently no plans to retreat. An 1: the patient underwent embolization treatment of saccular aneurysm was located in the sidewall of the left internal carotid artery measuring 8mmx6mm8mmx6mm (neck), parent artery diameter distal to aneurysm: 4.7 mm, parent artery diameter proximal to aneurysm: 4.2 mm. This aneurysm treated with one pipeline flex with shield technology. An: 2 the patient underwent embolization treatment of right saccular middle cerebral artery bifurcation branch measuring 10.5mmx10.5mmx4.0mm, neck 6.0mm landing zone distal 2.3mm proximal 2.9mm treated with one pipeline flex with shield technology. Aneurysm 1: parent artery stenosis 0-25% aneurysm 2: parent artery stenosis >50-75%. Patient: (B)(6) from the inspire study was reported to have experienced ae0 pipeline device stenosis. 75% stenosis at the distal portion of the device in rmca.¿ assessed by sponsor to be related to study device. The site updated the event of stenosis as "recovered/resolved". In this case, the device opened but required the use of a guidewire to enhance or achieve improved device-wall apposition. The deployment procedure was completed with routine troubleshooting. Risk of serious injury or death is remote. Not reportable. Received additional information stating that site reported residual aneurysms (raymond roy class 3) in aneurysm #2. This was noted in dsa imaging performed on (B)(6) 2019 during 2 year follow-up visit post index procedure. No action has been taken place. Additional information received indicated the class 3 aneurysm non-occlusion was treated. Additional information received reported for aneurysm # 2: at right middle cerebral bifurcation corelab reported neck coverage not achieved and >25 to 50% stenosis at the 180-day follow-up imaging on (B)(6) 2018. Corelab reported neck coverage not achieved, occlusion status raymond roy (r - r) class 3, and >25 to 50% stenosis at the 1-yr follow-up imaging on 9b)(6) 2018. However, corelab reported neck coverage achieved, r - r class 1, and >25 to 50% stenosis at 2-year follow-up visit on (B)(6) 2019. For aneurysm #1: site reported neck coverage achieved and >50-75% stenosis at the 180-day follow-up imaging on (B)(6) 2018. Site reported neck coverage achieved and r - r class 3 at 1-yr follow-up visit on (B)(6) 2018. Site has been queried for corelab finding of neck coverage not achieved and I shall provide the site response as an update. Additional information received reported the patient was recovered/outcome resolved on (B)(6) 2019. Site has denied corelab finding of incomplete neck coverage at the 180-day follow-up visit on (B)(6) 2018 and 1-yr follow up visit on (B)(6) 2019 with response "confirmed as complete¿.